Manufacturer narrative:
The root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
Model and serial numbers provided are for toothbrush handle. The incident occurred on the charger which is an accessory. The serial number of the charger was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that his charging glass was connected to the main charger and exploded. No injury reported.